Manufacturer narrative:
The controller 9735824 em s8 svc (lot# 603000484) was returned for analysis. Analysis found no fault with the device. The returned controller was tested with the returned flat emitter and it tracked tools as expected and also passed pegboard testing. The emitter 9733752 axiem 3 table top (lot# 603000424) was returned for analysis. Analysis found no fault with the device. The returned flat emitter was tested with the returned controller and it tracked tools as expected and also passed pegboard testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735824, serial/lot #: unknown; product ID: 9733752, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having issues with the system and instruments wouldn't verify. The patient was positioned, registered, and the sting ray was under .5 geometry error and a 3.9 metric error. It was noted that no metal had been introduced into the field. The site moved forward with the first portion of the case and during the end of the septoplasty they tried to verify instruments again and at first the straight suction wouldn¿t pick up, then the long straight pointer wouldn¿t, and then the microdebrider wouldn't verify. The site pulled up the tracking numbers geometry error and it was at 6. It was known that the site had tilted the table towards the ground and the patient had slid down the table as well as the flat emitter. The site lifted the patient back on the table and the emitter numbers came down. The site was then able to verify their instruments. The site finished their septoplasty and the table was parallel and again no metal was introduced when nothing would verify. The site checked the tracking details and the tracker was at 3.0 and instruments again wouldn't verify. There was a 15 minute delay in the case and no impact on the patient outcome. A manufacturing representative (rep) went to the site and was able to replicate the issues with the emitter. There seemed to be areas on the flat emitter where instruments were not tracking and interference was seen in the software. The rep rotated the emitter and the issue replicated in the same spots on the emitter.